Event description:
Pcs29 dlu was connected, calibrated and fired normally. Inspection of the anastomosis revealed under-formed staples in the anterior portion and a half inch leak was repaired intraoperatively using sutures.